Event description:
It was reported that high capture thresholds were observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2023 and replaced due to longevity concerns. The patient was stable.